Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the return of power supply suggested a broken pin issue. The remote monitor power supply was returned and analysis revealed that the material composition of the cap is of zinc and aluminum which was not meeting the right material chemical composition of c3604 (copper and zinc). Therefore, it was concluded that the power supply had a bad date code. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power supply plug was broken. A new power supply plug was sent. The monitor status is unknown. No patient complications have been reported as a result of this event.